Event description:
A problem with a t-slim x2 insulin pump was reported, involving repeated cartridge failure errors over the course of a few days and weeks. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was able to resume using the same cartridge and successfully continued insulin therapy. Technical support addressed the issue and resolved it, although no further details on the resolution were provided.